Event description:
On 02/06/2024, infutronix received a report from a healthcare facility that a pump had an issue of ''incorrect library program loaded onto pump - hence, the pumps customer received did not have their library configuration ". This makes the pumps inoperable. No other details provided associated with this event. Device was requested to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there were several similar complaints that the software was configured wrongly. This pump has yet to be returned for evaluation. We cannot confirm the reported wrong library configuration. If the pumps are returned, we will reopen this complaint and investigate and update this MDR.